Event description:
Test kit was used to check fit of hepa respiratory mask. Rptr inhaled test smoke and subsequently required ER intervention and hospitalization for 5 days for severe inhalation bronchitis. Rptr was off from 2/8/94 through 4/18/94 and is currently able to work only on a modified schedule. It is necessary for rptr to use a serevent inhaler and a ventolin inhaler on a continuous daily basis. Physician stated rptr's upper respiratory tract and vocal cords were burned by the gas (hydrogen chloride gas). The individual testing rptr for the mask sprayed the smoke in her face without the mask in place as part of the testing procedure. She was advised by the infection control dept as to the procedure to conduct this test. Prior to this incident rptr had been off for two weeks with a respiratory infection, possible pneumonia. Rptr had returned to work for 3 weeks prior to the incident with approval from the occupational health dr. Rptr was asymptomatic at time of incident.